Event description:
Initial report involved an external equipment problem. External equipment was ruled out as the problem. It is thought that there may be a loose connection with the receiver or other internal problem. Revision surgery is tentatively scheduled and a follow up report will be submitted once the revision surgery is performed.